Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received several shocks for ventricular tachycardia (vt). Upon device interrogation, a warning message was observed that stated a 'shorted condition had been detected'. Additionally, a shock impedance measurement of 82 ohms was exhibited by this defibrillation lead. It was noted that the device was also part of an advisory population. Additional information was provided that the ICD was explanted and replaced with a right sided system. The defibrillation and atrial lead were surgically abandoned. The device was returned to boston scientific for analysis.